Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead a high shock impedance measurement. The shock impedance has gradually increased over time since it was implanted. Since implant, no shocks have been delivered, so it was thought to be possible that an ionic layer has built up and gradually caused the shock impedance to increase over time. All other lead measurements were normal. This lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.